Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a burning smell followed by a puff of smoke came from the mixer motor on a dry acid mixer. The biomed attempted to resolve the issue by replacing the mixer motor, however, the mixer would not fill after doing so. The fill valve was replaced next, and this too failed to resolve the issue. The biomed put the original fill valve back in. Finally, the biomed replaced the control board. When the mixer was turned on after replacing the control board, the biomed reported hearing a pop and saw another puff of smoke. The biomed reported that a hole was blown in the fill valve. There was no patient involvement associated with the reported event. The biomed reported that there were no sparks, flames, or arcing observed. There was no damage observed on any other components. The machine is approximately five years old and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the control board and fill valve to resolve the reported issue and the mixer has been returned to full functionality. There has been no reoccurrence of the reported event. Photo evidence of the damaged fill valve was provided by the biomed. The photo shows melting damage. The biomed stated the sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.